Event description:
The tps micro driver was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A quality investigation is in progress. A f/u report will be filed when the investigation is complete.